Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Derek meyer / biomed need assistance on 8100 sn 14249461 having an error 232.6040 failure device type: failure problem type: failure mode: case resolution: it appears that the display board is faulty and need to replaced a new display board. Biomed will go ahead and replace the display boay. If need further assistance will call back. Ref:_00d30y0yr._5000l1sudly:ref